Event description:
It was reported, that the patient experienced an episode of asystole. The system was interrogated, and all parameters were normal. The episode of asystole was caught on electrocardiogram. And multiple episodes of right ventricular oversensing were detected by the algorithm on the right ventricular (rv) lead. Programming changes to counter the oversensing were made. During interrogation, some missed beats were noted with very short runs of noise on the rv lead. The physician therefore, opted to implant a sense/pace lead. A new rv lead was implanted in the high mid septum. And the terminal pin was placed in the sense/pace port of the existing generator. The existing rv lead was left in place, but the sense/pace terminal was capped (B)(6) 2023. A defibrillation test was completed successfully. The patient spent the night per protocol at the hospital. The device was evaluated the following morning and all tests were good. The patient was stable immediately after procedure, the following morning. And was discharged the day after the procedure.